Event description:
It was reported that the patient present to the operating room for lead replacement. On (B)(6) 2017 the patient received inappropriate hv therapy due to noise on the rv lead. Additionally, it was also noted that the rv pacing lead impedance (pli) fluctuated, and the rv capture was intermittent at max outputs. The lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.